Event description:
It was reported via medwatch "bard powerglide pro midline inserted [redacted date] at 1418 and removed [redacted date] at 2004 due to occlusion. Upon inspection, it is noted there were two kinks, one at the hub and once approximately 2cm from hub. Additionally, another midline was inserted." Additional information received 7/31/2024: it was reported there was no patient or healthcare professional harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.